Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05884 the same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh revision/removal on (B)(6) 2012 due to urethral obstruction and urgency and frequency of urination. (B)(4) ¿urinary problems.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent macroplastique injections on (B)(6) 2013 for sui. It was reported that the patient underwent autologous rectus fascial sling placement on (B)(6) 2013.(B)(4)

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and vaginal vault prolapse. It was reported that the patient had the concurrent procedures of a sacrospinous suspension, anterior colporrhaphy, and diagnostic cystoscopoy performed during mesh implantation.